Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was analyzed and no apparent damage could be identified. Leak testing was performed in accordance with mentor procedures and a leakage from the valve was found. It is possible that the root cause of the valve leakage was the car accident in which the patient was involved. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 325cc saline mentor smooth round spectrum breast implants and experienced deflation on the left side postoperatively. The patient was involved in a car accident which she believes deflated her implant. As a result, the patient underwent device removal on (B)(6) 2020.